Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had spent nearly a month in the hospital after the insulin pump failed. She stated that the insulin pump had been exposed to an MRI. The customer preferred not to have the insulin pump replaced.